Event description:
It was reported that the patient had "an intermittent issue with stimulation." Irrespective of posture or movement, the stimulation would dramatically decrease in amplitude, and either return to original or lower amplitude. Five days later it was reported that the changes of stimulation intensity would occur without the use of the patient programmer. Impedance measures taken were within normal limits. At the appointment on (B)(6) 2013, two and a half weeks prior to the report, it was concluded that the issue was a result of patient movement and postural variation. Pulse width was increased on all programs to help manage the perceived significant changes in stimulation. The patient was also given the ability to adjust pulse width (full range). The patient was provided additional education regarding the setup and use of the adaptivestim feature. The device¿s adaptivestim feature was enabled on (B)(6) 2013. No malfunctions were seen and no cause of the issue was determined. The patient was instructed to disable the adaptivestim feature using the patient programmer and contact a manufacturer's representative immediately if the issue presented itself again. The manufacturer's representative hadn't heard from the patient to date of the report. A follow-up with the patient was conducted on the day of the report via phone and it was stated that the patient mentioned the last time the same issue occurred was on occasion on the day when the adaptivestim was disabled. Since this date the issue had not presented itself.

Manufacturer narrative:
(B)(4).